Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the nozzle and adhesive on the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the foreign material could not be specified and the root cause for the foreign material remaining in the device could not be specified. However, it is likely that the foreign material may have been unremoved because the device was not reprocessed properly. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): IFU states the detection method in gastrointestinal videoscope, gif-lv1, colonovideoscope, cf-lv1l, cf-lv1i, operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gastrointestinal videoscope, gif-lv1, colonovideoscope, cf-lv1l, cf-lv1i, reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.